Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified number of days, the patient developed granuloma at the insertion site. In (B)(6) 2016, the patient underwent two surgeries to remove granuloma.